Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2 corrected fields: h11 the device was not returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problem was caused due to defective connector contacts causing error b30 to display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problem was caused due to defective connector contacts causing error b30 to display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no signal passage to the processor. There were no reports of patient involvement.